Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient reported that they weren¿t receiving the same amount of relief from their previous programs. When the rep interrogated the device, he noticed that the leads programmed were on high impedance electrodes. The rep was able to utilize the electrodes which didn¿t read a high impedance and the patient received coverage and pain relief. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that for the past 4 days prior to the report, the patient has been getting a settings not available message (screen 59). Resetting the controller and changing groups did not resolve the issue. The patient declined decreasing stim and added that sometimes if they turn it on it allowed them to go up, but then it decreased to 4.7 like it was a predetermined amount. It was mentioned the therapy has been a godsend and the patient has been able to get off opioids. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2020 reporting that their manufacturer representative helped them identify that the event was caused by a "dead spot" on the lead. They programmed around it on (B)(6) 2020 and resolved the event. The consumer reported that they could not remember the correct term for this "dead spot." They confirmed that after the reprogramming the unit was now working even better than when it was first implanted. No further complications were reported.